Manufacturer narrative:
Follow-up # 1 date of submission 04/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following results:a review of the black box verified call service alarms on the reported event date. The time and date were not accurately set at the start of investigation. The pump was able to perform a rewind, load, and prime sequence with no alarms. The pump was exercised for 24 hours with no alarms. The pump cover was opened and no internal defect was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.